Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of "high", although a specific value was not given. The customer attempted to treat elevated blood glucose with a correction bolus via the pump. Reportedly the customer experienced a fall. During hospitalization the customer was treated intravenously with fluids of saline and insulin. The customer was released from the hospital 2 days later on (B)(6) 2023 with issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended.